Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: possibly, environment problem like as dust/dirt/humidity/ambient light, and/or optical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited dirty charged-coupled device glass, causing black shadows in the image. There was no patient involvement.